Event description:
A caller reported a malfunction on their pump with a malfunction code of malf 12, which was resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support assisted the caller by providing pump reset information and helping reset the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to contact support again if any issues reoccurred.